Event description:
The customer observed a positive bias on patient samples for the immulite prostate specific antigen assay than for an alternate vendor's assay during a method comparison. The assay was run on an immulite 1000 instrument using reagent lot 103. There are no reports of patient intervention or adverse health consequences due to the high bias on patient samples for the psa assay when using reagent lot 103.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - umdr2013-06-25 immulite/ immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 1000 psa assay is a control system deficiency.